Event description:
Pt called lfs on 6/27/03 alleging their ot ulttra meter would not power on. The pt reported feeling hot while attempting to test on their meter. Pt went to their physician's office and had their blood sugar tested, the physician's meter read 105 mg/dl. No treatment given. The issue was not resolved with troubleshooting.